Event description:
Ihc instrument malfunction - intermittent failure to dispense antibody onto tissues (slides). Antibody (cdk4) dispensed as expected onto controls. However, antibody failed to dispense onto pt's tissue. Control performed as expected and pt appeared to be cdk4 negative. Upon further case review, pathologist ordered repeat of test which was positive. (B)(4) technical service determined faulty programming of dispensing volume was root cause of false negative. Volumes were programmed that were inconsistently below (B)(4) minimum volume requirements for different wells.